Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was exposed to moisture and not working. Customer's blood glucose value was unknown at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads.